Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient present in clinic for a follow up, t-wave oversensing was observed on the ventricular channel. Programming changes was made and device remains implanted.